Event description:
An internal spinal fixation device (using pedical screws) was surgically implanted into the pt's spine. The pedical screws have become loose and mobile within the body causing painful and disabling biomechanical stresses upon adjacent spinal levels resulting in ischemic injury to muscles, connective tissue, blood vessels and bone, deconditioning the spine to an unreasonable degree; impeding the fusion and healing process. There appears to be an intrinsic problem with the thrading of MFR's pedical screws as they seem not to be adequately formed to resist accidental unscrewing (via locking or interrupted thrads) but more like ordinary screws or bolts with continuous helical ribs with a plurality of turns for contiguous threading. The alleged benefits of MFR's spinal fixation device are only theoretical and unproved as it is known that they were marketed and promoted for unconditional and unrestricted clinical use without pre-market approval and/or clearance from the FDA in violation of state and federal law (re: medical devices act of 1976).